Event description:
It was reported that the ventricular lead exhibited intermittent sensing at and below 1.5 v and no capture at 7.5 v, 1.5 ms. Possible dislodement was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.